Manufacturer narrative:
Rejected abo result for one patient using an ortho vision biovue max analyzer sent to lis. The root-cause of the discrepant abo blood group result being sent to lis is related to a use error, a laboratory operator having inadvertently accepted a result previously rejeted by another operator. No general product failure is identified. No biased result was reported. No patient was harmed.

Event description:
Complaint reporter is reporting a rejected abo result accepted by another user and sent by the ortho vision biovue max analyzer to the laboratory information system (lis). Complainant name: mr (B)(6) - supervisor scientist blood bank. Complaint reporter: mrs (B)(4) - ortho laboratory specialist. Event date: (B)(6) 2018. Reported on: (B)(6) 2018 by mr (B)(6) to ortho laboratory specialist (B)(4) who reported it the same day to ortho care helpdesk. Software version: (B)(4). Reagent information: not provided. Patient information: not provided. The customer said that on (B)(6) 2018, they had tested a sample for a patient for abo typing and antibody screening with an ortho vision biovue max analyzer. The customer said that the operator 1 has rejected the abo results as there was a dispensing issue and accepted the antibody screening result that was sent to lis. The customer reported that later on, a second operator has accepted by error the abo results for this patient and these results were sent to lis. The customer said that they did not know that a rejected result could be accepted and sent to lis. The customer reported that no biased result had been reported to a physician and that the patient concerned had not been harmed as a result of the reported event.